Manufacturer narrative:
Batch review performed on 19 january 2025: lot 2335803: (B)(4) items manufactured and released on 07-sep-2023. Expiration date: 2028-aug-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee laxity and the cause is unknown. At about 1 year and 8 months post primary the surgeon upsized the insert from 11mm to 14mm to address the patient`s instability. The surgery was completed successfully.